Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described the rash as itching and became open and had some sores and scabs develop. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional used a cream on the rash. Follow up indicated that the cream is helping with the skin irritation.